Manufacturer narrative:
Carefusion complaint number: (B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. (B)(4). Reported device was visual inspected by carefusion certified service technician and was able to confirmed the reported issue. Pigtail was replaced and issue was resolved.

Event description:
The customer reported complaint that the pigtail of the unit was damaged and had burned mark. There was no harm to any patient or clinician associated with the reported event.